Event description:
The customer reported when the alarm is set on voice and tone and pressure is off the pad the alarm tone will sound with no voice. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval, results: eval fo the returned product found the alarm powers on but there was a delay of 10 seconds before the alarm sounds. The voice message has static and is not clear. When the unit is on voice and tone and weight is removed from the pad the alarm turns itself off. (B)(4).